Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pain, tenderness, palpable cord structure (foreign body in patient), discomfort, blood loss, vaginal pain, scar tissue and scarring, low hematocrit and hemoglobin, induration, subepithelial thickening, labial pain, anxiety, stress incontinence, muscle spasm, unspecified symptoms of female genital organs, pelvic pain, inability to sit for long periods, inability to have intercourse, nocturia, urinary frequency, bladder mobility restriction, vaginal atrophy, dizziness, suicidal ideation, unspecified lower urogenital tract complaints, dyspareunia, cystocele, rectocele, enterocele (prolapse), burning sensation, loss of bladder and bowel control, sleep disturbance, pudendal neuropathy, pelvic floor relaxation, incomplete bladder emptying, pelvic floor muscle weakness, myofascial pain, soreness, pinching sensation, nonsurgical and additional surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal discharge with a bad odor, protective pad use, continuous pain, bladder neck pain, persistent vaginal pain, tenderness along bladder base, palpable mesh, mesh rolled up proximally along anterior vaginal wall, tenderness bilaterally in anterior fornices where mesh arms palpable, difficulty sleeping secondary to pain, right sided suprapubic pain with deep palpation, vaginal infection, significant depression and suicidal ideation with neurontin (treatment for pain), yeast infection, recurrent urinary tract infections, right pubic ramus and sacroiliac joint pain, vaginal mesh erosion, excision of vaginal mesh x5, physical and occupational therapy, pain to the posterior right buttock region with tenderness to palpation along the posterior left hip area along the posterior iliac crest, pain in right pubic bone with sitting, pain with manual stimulation to orgasm, periclitoral pain, vaginal scar tissue, elevated pelvic floor tone, pelvic peritoneal adhesions, urge incontinence, multiple trigger point injections, pelvic pain possibly neuralgia secondary to multiple surgeries performed, chronic burning right labial pain, several right pudendal nerve blocks, ischial bursitis with ischial bursa injection, urinary leakage, pessary use, hypermobile urethra, vaginal pressure, prolonged voiding pattern, difficult pelvic examination secondary to tenderness and irregularity of the anterior vaginal wall, emotional sobbing and crying related to inability to have sexual intercourse for five years, and urinary retention.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.